Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace the vac pac. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a slow leak and lost its shape during surgery while connected to continuous suction. No visible damage was noted on the vac pac. There was no report of death, serious injury or delay in treatment. The vac pac device was reported to have been purchased in (B)(6) 2017 and has been destroyed at the user facility.